Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose level of 500mg/dl and treated with a syringe. The customer had symptoms such as body aches and thirst. Customer indicated that they did not feel ok to troubleshoot. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer indicated that they would call back at a later time.